Event description:
The ge oec 9800 fluoroscopy system displayed fast stop activated error message.

Manufacturer narrative:
A ge oec service representative investigated the issue and consultation with tech support with respect to this issue. As a result, the power supply 2 was replaced as well as the backplane on the workstation. The system was tested and operates as intended. The system was released to the customer for use. There was no reported injury or negative effect to any pt as a result of this malfunction. The facility was unable or would not provide any pt info with respect to this issue.